Event description:
Event description guidant received information that this left ventricular pacing lead was exhibiting increased pacing thresholds. A guidant technical services consultant recommended obtaining a chest x-ray (cxr) and considering revision. Later, it was reported that the lead had dislodged. The lead was replaced and returned for laboratory analysis.